Event description:
The customer reported that the system exhibited a communication failure. This error is likely to prevent the system from booting to an usable state or result in a system lock up. No death or serious injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.